Event description:
On (B)(6) 2013, mother reported the patient's experienced hyperglycemia of "hi" mg/dl for several days, and he's felt weak and had a ketone measurement of 3.5. Mother contacted a physician on (B)(6) 2013, and she delivered insulin injections, changed the infusion set, and increased the basal rates per physician's orders. Patient's target range is 100 - 150 mg/dl, and his blood glucose was 449 mg/dl on the morning of the report. Mother delivered a 1.6 unit insulin injection, and his blood glucose decreased. Mother put the patient back on the infusion device, and his blood glucose increased again. She believes the insulin delivery of the infusion device is too low. The infusion device, infusion set, cartridge, and adapter were replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.